Event description:
During follow-up, undersensing was observed. Abbott technical support was contacted and the event was resolved by reprogramming the device and will eventually be upgraded to a pacemaker due to bradycardia. The patient was in stable condition.